Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm. Customer's blood glucose value was 134 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that they did not tried the different cannula lengths. Customer stated the tubing was not bent or kinked. Customer states they had tried all remedies. Customer stated that they tried changing the set, reservoir and site and had been happening for days already. The device will be return for analysis.